Manufacturer narrative:
(B)(4). Field service visited the account to check system and confirmed step motor fail. He replaced bsm motor and ribbon cable. System meets amo specifications.

Event description:
It was reported that one patient's eye treatment stopped in the middle of procedure because of a motor error failure. Surgeon was unable to complete procedure on the same day.